Manufacturer narrative:
H3) the logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a functional endoscopic sinus surgery (fess) procedure. It was reported that accuracy continued to be slightly off during the initial four registrations. After the fifth attempt, registration was much improved except for when dragging the straight suction along the nasal floor. It showed the instrument (registration probe and suction) to be inferior to where it actually was in the patient. Estimated amount of inaccuracy is about 2mm. There was no reported impact on patient outcome. Length of surgical delay is not known at this time. Length of surgical delay was reported to be 10 minutes.

Manufacturer narrative:
The system was serviced in the field and passed all tests. No failures were found. (B)(4). Concomitant medical products' information references the main component of the system. Other relevant device(s) are: software: sw app 9735762 stealth s8 app software version: 1.2.0. Logs were received however software analysis has not been completed yet. (B)(4). Additional information received. Pt's info has been updated. If information is provided in the future, a supplemental report will be issued.